Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow-up, post-sensed t-wave over-sensing was observed on the device. Device reprogramming is anticipated. The patient was stable and will continue to be monitored.